Manufacturer narrative:
The investigation for the positioning issue and product damage has been completed. The device was not received. Data logs showed the placement signal waveform gradually became more ventricular soon after starting the pump, which eventually led to repositioning attempts. During the attempts, the "impella position in aorta" alarm triggered. After reviewing the clinical information, it was concluded that the cause of the positioning issues was patient condition related, specifically the patient's small lv. The root cause of the product damage could not be determined. The following information was not included in the initial MFR MDR report but was available at the time of submission of the initial report: h6 type of investigation 4121, investigation findings 114, and investigation conclusion 50

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: warnings, cautions and precautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ understanding and managing impella catheter position alarms ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿ correct impella catheter position ¿for optimal positioning of the impella catheter, the inlet area of the catheter should be 3.5 cm below the aortic valve annulus and well away from papillary muscle and subannular structures. The outlet area should be well above the aortic valve.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the pump was found to be too deep. The physician attempted to reposition the pump, but pulled the pump out of the ventricle, and the pump kinked and prolapsed on itself into the carotid artery. The physician decided to explant the impella cp and replace with a new device. The pump was successfully replaced.